Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant the lead was attempted at multiple sites, but the r wave sensing kept decreasing. There was also an intermittent loss of capture on the lead. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.